Manufacturer narrative:
Pt info: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned dry in a specimen cup. Visual inspection found a piece of one haptic torn off. There was residue and debris on the lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
A cc4204a collamer single piece lens, +18.0 diopter, was received damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens may have been damaged while the lens was advancing in the injector and the haptic got caught. And the surgeon requested another lens. There would have been no patient contact. No more information was available. Claim#: (B)(4).